Event description:
The customer reported calibration failures for multiple chemistries involving the unicel dxc 600 synchron system. The customer reported discovering a leak at the reagent probe a while troubleshooting the calibration failures. The customer attempted to flush the probe, tighten the probe fitting, and check the syringe but the issues were not resolved. The customer was wearing personal protective equipment consisting of gloves and eye protection at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the reagent probe a, probe wash collar valve was sticking. The fse proceeded to replace the solenoid vacuum valve and 4-way hamilton valve to resolve the issue. The fse confirmed that the primary failure mode was the solenoid vacuum waste valve. Repair was verified per established procedures and results met published specification. (B)(4).